Manufacturer narrative:
The lead was returned with no reported event. As received, a complete lead was returned in one piece. Visual inspection of the lead found clavicle crush fracturing/separating two filars of the outer coil and abrading the outer insulation at the middle region. The cause of the fractured/separated outer coil and outer insulation abrasion is consistent with clavicular crush.

Event description:
This report is to advise of an event observed during analysis. Wear problem and fracture.